Manufacturer narrative:
The patient¿s valve was not returned to edwards lifesciences for evaluation as it remains implanted in the patient. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity, it could be an indication for valve replacement or medical intervention. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the exact cause of the stenosis could not be determined. In addition to the mechanisms described above, patient factors and co-morbidities (pre-existing valvular disease process) may have contributed to the stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, approximately three years post implant of a 23mm sapien 3 valve, the patient's valve failed and had to undergo a transfemoral valve in valve procedure due to symptomatic stenosis. Tte showed an ef60%, mean gradient of 41mmhg and an ava 0.91cm². The second sapien 3 valve was placed exactly within the previous sapien 3 valve. The patient left the operating room in stable condition.

Manufacturer narrative:
UDI reference number: (B)(4).

Event description:
As reported, approximately two years and eight months post implant of a 23mm sapien 3 valve, the patient's valve failed and had to undergo a transfemoral valve in valve procedure due to symptomatic stenosis. Tte showed an ef60%, mean gradient of 41mmhg and an ava 0.91cm². The second sapien 3 valve was placed exactly within the previous sapien 3 valve. The patient left the operating room in stable condition.

Manufacturer narrative:
Reference CAPA-20-00141.